Event description:
Information received indicates the beds hi/low function is drifting down.

Manufacturer narrative:
The hill-rom technician found the brake on the hi/low drive was worn. The technician replaced the brake on the drive to repair the bed.